Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and currently they were in emergency room also insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated other blood glucose value was 200 mg/dl. Customer was treated with insulin drip. Customer stated insulin pump had hardware low level failure alarm and they were able to clear the alarm and they were able to rewind insulin pump also they performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.